Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 550 mg/dl. The customer experienced confusion, dry mouth and frequent urination. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No damage to the drive support cap noted. The customer was told that her glucometer was off by 100 points. The customer also stated that she was in the emergency room about two weeks ago, and the hospital could not figure out what the problem was. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.